Manufacturer narrative:
MFR's eval: device eval was not performed as the cause of the reported complaint cannot be determined by product testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician made multiple attempts to place a trial scs lead at 3 different levels but was unsuccessful. The procedure took place over one hour prior to the physician aborting the case. No pt complications were reported.